Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear to the balloon 8mm from the tip and was approximately 30mm long. Microscopic examination revealed no additional damages.

Event description:
It was reported that the balloon burst. A 5.0 x 40mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use in an angioplasty procedure in the right profunda. The 60% target lesion was mildly calcified and located in non-tortuous anatomy. After atherectomy was performed, the ranger balloon was put in place. Upon inflation, the balloon burst at 4atm in less than 5 seconds. The balloon was taken out and inspected. No missing pieces from the balloon, and the shaft was still intact. The procedure was successfully completed with a 6.0 x 40mm, 135cm ranger paclitaxel-coated pta balloon catheter. No patient complications were reported.

Event description:
It was reported that the balloon burst. A 5.0 x 40mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use in an angioplasty procedure in the right profunda. The 60% target lesion was mildly calcified and located in non-tortuous anatomy. After atherectomy was performed, the ranger balloon was put in place. Upon inflation, the balloon burst at 4atm in less than 5 seconds. The balloon was taken out and inspected. No missing pieces from the balloon, and the shaft was still intact. The procedure was successfully completed with a 6.0 x 40mm, 135cm ranger paclitaxel-coated pta balloon catheter. No patient complications were reported.